Event description:
Healthcare professional reported left side deflation and textured implant. Healthcare professional later reported capsular contracture, baker grade unknown and "implant torn during removal." Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken on posterior side assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: observed broken on plug strap side assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation and textured implant. Healthcare professional later reported capsular contracture, baker grade unknown and "implant torn during removal." Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26mar2024.

Event description:
Healthcare professional reported left side deflation and textured implant. Healthcare professional later reported capsular contracture, baker grade unknown and "implant torn during removal." Device has been explanted and replaced with a non-abbvie device.